Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, stroke and low blood sugar. The cause of the events was not reported. It was reported the patient was hospitalized for the events "for 4 months". Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.